Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a male patient who was receiving fentanyl 11000mcg/ml at 2199 mcg/day, clonidine 1750mcg/ml at 349.9 mcg/day, and bupivacaine 40mg/ml at 7.997 mg/day via an implantable pump for non-malignant pain and spinal pain. On (B)(6) 2016, the patient had a magnetic resonance imaging (MRI). Upon interrogation of the pump, the logs showed a motor stall had occurred. The hcp updated the pump to minimum rate mode since it stalled. The logs were checked again and showed a motor stall recovery occurred that day ((B)(6) 2016) at 14:03. It was confirmed that the pump was never checked after the MRI and the pump had not been audibly alarming since the MRI. No patient symptoms were reported in relation to the stall; however, it was reported that the patient did not feel good after the MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.